Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), surgery (other): dilation & curettage, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device location of device: uterus, vaginal discharge, fatigue, weight gain, abdominal pain. Event injury and medical device removal were deleted and device category changed from device other event to incident. Lab data, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / menstrual bleeding"), 10 months 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems : anxiety"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), surgery (other): dilation & curettage, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, fatigue, anxiety, blood disorder and cardiac disorder had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, blood disorder, cardiac disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6)2013: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Events - uterine perforation, fallopian tube perforation, device breakage, psychological or psychiatric problems : anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blood disorder, heart disorder were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injury"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.